Event description:
Procedure performed: standard lap chol. Event description: clip(s) did not load, during standard lap chol. Hospital uses many ca500 units, so they know how it should work. Additional information received from company rep. Via email on 03dec24: no clip was loaded into the jaws prior to the device¿s insertion/removal through the trocar. After squeezing the trigger multiple times, the clip loaded but did not reach towards the end of the clip applier they removed the clip manually. And the next clip did not load again after two squeezing attempts, after that they took a new clip applier out of the box. Intervention: device replacement. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: standard lap chol event description: clip(s) did not load , during standard lap chol. Hospital uses many ca500 units, so they know how it should work. Intervention: device replacement patient status: patient is ok.